Manufacturer narrative:
This incident is currently being handled by our legal department. It is unknown if the wheelchair is being returned for evaluation. If and when more information becomes available, a follow-up report will be filed. Device not available for evaluation.

Event description:
End user alleges there was a mechanical protrusion that caused repetitive trauma to the perianal area of his body resulting in abscess, drainage, bleeding and a number of other alleged issues stated in the attached service of process resulting from the quickie xtr manual wheelchair.